Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with a monitor) has been confirmed. Upon investigation, the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a severed green (3.3 v) wire in the trunk cable. The root cause for the severed wire could not be positively identified, but was likely physical abuse. No adverse event resulted from the open wire.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt is unable to communicate with a test monitor.